Event description:
It was reported that balloon rupture occurred. A 4.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the stent balloon ruptured as a result of the interaction between the device and the guide extension catheter. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6).